Manufacturer narrative:
Event consists of a jetstream device failure resulting in an alleged distal embolization during a jetstream procedure. The pt is a female of unk age and unk medical history. The pt presented with an in-stent restenosis (isr) in the superficial femoral artery (sfa) with the lesion length of 30 cm. The physician decide to use a jetstream navitus atherectomy catheter through a 7fr terumo introducer over a 0.014" spartacore guidewire to treat the isr. Note: treatment of isr is considered off-label for the jetstream atherectomy system. However, this case was performed by a physician who is studying the use of jetstream in isr in a (B)(4). The physician used the jetstream device for a run time of 4:34 when aspiration was lost. An angiography was taken and the stent remained full of clot. The physician then used a jetstream xc 2.4/3.4 catheter followed by percutaneous transluminal balloon angioplasty (pta) to finish the case. A distal embolization was noted and treated with success. No other pt complications were noted. This event is reportable since the pt required intervention to remove the distal embolization and the association between the jetstream navitus device and noted event cannot be conclusively ruled out.

Event description:
(B)(4). The following info was obtained from complaint form provided by customer service ((B)(4)): (B)(6) performing procedure in isr jetstream registry. At 4:34 of run time, aspiration was loss. The stent was full of clot on angio. An xc 2.4/3.4 was opened to finish came. Distal embolization was noted and treated with success. No other pt complications noted. Add'l event info: introducer and size: 7f terumo, 3014 spartacore guidewire. Blades up or down: both. Rex used: yes. Vessel diameter: 6 mm - 4 mm distal. Lesion morphology: clot/fibrotic isr. Lesion site: sfa isr. Lesion length: cto isr over 30 cm. Location in vessel: isr distal sfa entire pop. Lesion calcification: moderate. Amount of saline used: 200.